Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Full osseotite xp® implant 4/5 x 11.5mm (fos4511) was returned for investigation. Visual inspection of the reported product identified severely damaged/fractured implant with dried blood and bone. Customer follow up identified the implant fractured during the removal process of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event.the reported device could not be measured to verify specifications due to the damaged state of the implant. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. Complainant reported bone loss. He reported devices were returned and the reported event is non-verifiable for both devices as pictures or x-rays were not provided by the customer.a definitive root cause could not be identified. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant was removed due to bone loss.